Manufacturer narrative:
The device was returned with a fractured tip, confirming the event. No radiographs or images identifying the location of the tip were provided. The material yielded/fractured at the base of the hexalobe tip which is indicative of excessive torsional force. DHR review notes no associated nonconformance specific to this product issue. The device otherwise meets dimensional specifications except for the fractured tip. No patient injury reported with this event. Unknown factors include: patient bone quality (osteosclerotic bone), use of proper instrumentation (use of taps), or level of force (excessive torsional force). There are no other complaints on this lot. Surgery was completed without further incident. There is no evidence to suggest a manufacturing or design defect has occurred.

Event description:
While driving the pedicle bone screw, the surgeon felt a pop. The driver tip fractured and remained in the head of the shank. Though the tip was identified, the surgeon elected to leave the screw in place. No injury to the patient or future injury anticipated.